Event description:
There was an unintended table angle change on one patient half way though the course of treatment. Customer insisted that therapists would not and could not acquire this parameter at this point in the treatment as they did not have the user rights to do so. Patient was mistreated when the therapist did not correct the table angle change on 2 of the sub-fields for 1 fraction only. After looking at the therapists' rights in treatment administration, it was discovered that the therapist group does have the rights to acquire this parameter. The physicist has chosen to recind those rights. The exact level of radiation exposure/dosage was not provided by the customer, however, the site physicist stated that he felt this incident was a result of user error and that though there was a mistreatment, he felt it was not clinically significant.

Manufacturer narrative:
Varian help desk personnel connected remotely to the customer's computer system to look at treatment administration in order to verify what user right were assigned. This confirmed that the therapists did have the rights to acquire the couch angle parameter. This issue occurred due to user error. At the time varian received this complaint, varian analyzed it and concluded that there had been no serious injury as defined in 21 cfr 803.3 (z) (bb) and we also considered the radiation therapy medical community's understanding of serious injury for radiation over dose or under dose amongs radiation therapy professionals. For that reason we did not submit an MDR previously. However, varian is now reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiation therapy.